Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon was using the endo retract device to retract a kidney. (B)(6) then realized that some fragments of plastic had dislodged from the instrument. These were circle shaped areas of black plastic which are beside the point of articulation in the instrument. (B)(6) retrieved the fragments of plastic from the patient. These are included in the returned sample. A new instrument with a different lot number was used and the procedure continued without further event.

Manufacturer narrative:
(B)(4).